Event description:
It was reported that the coaxial bone cleaning tip was being used in a procedure when it separated. The procedure was completed successfully, with no patient or user injuries and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Device not yet received by manufacturer.

Event description:
It was reported that the coaxial bone cleaning tip was being used in a procedure when it separated. The procedure was completed successfully, with no patient or user injuries and no adverse consequences.

Manufacturer narrative:
A new (sealed) unit was received and was opened for evaluation. Upon visual inspection, it was observed that the suction tube was properly connected to the tip insert. Therefore, the claimed condition was not confirmed on the returned unit. The device was scrapped at the manufacturer.